Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and cholelithiasis ('sludge') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), cholelithiasis (seriousness criterion medically significant) and nausea ("nausea"). The patient was treated with surgery (removal is scheduled april 04. And gallbladder removal). At the time of the report, the pelvic pain, cholelithiasis and nausea outcome was unknown. The reporter considered cholelithiasis, nausea and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound bladder - on an unknown date: ultrasound shows sludge. Concerning the injuries reported in this case, the following one/ones were reported via social media: pain, nausea, sludge. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-jan-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and cholelithiasis ('sludge') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), cholelithiasis (seriousness criterion medically significant) and nausea ("nausea"). The patient was treated with surgery (removal is scheduled april 04. And gallbladder removal). At the time of the report, the pelvic pain, cholelithiasis and nausea outcome was unknown. The reporter considered cholelithiasis, nausea and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound bladder - on an unknown date: ultrasound shows sludge. Concerning the injuries reported in this case, the following one/ones were reported via social media: pain, nausea, sludge. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and cholelithiasis ('sludge') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), cholelithiasis (seriousness criterion medically significant), nausea ("nausea"), malaise ("feeling sick"), irritable bowel syndrome ("ibs"), scar ("found lot of scar tissue"), generalised anxiety disorder ("generalized anxiety"), inflammation ("inflammation") and anxiety ("generalized anxiety") and was found to have benign hepatic neoplasm ("benign cyst on the liver"). The patient was treated with surgery (gallbladder removal and to remove essure). Essure was removed. At the time of the report, the pelvic pain, cholelithiasis, nausea, malaise, irritable bowel syndrome, scar, benign hepatic neoplasm, generalised anxiety disorder, inflammation and anxiety outcome was unknown. The reporter considered anxiety, benign hepatic neoplasm, cholelithiasis, generalised anxiety disorder, inflammation, irritable bowel syndrome, malaise, nausea, pelvic pain and scar to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound bladder - on an unknown date: ultrasound shows sludge. Concerning the injuries reported in this case, the following one/ones were reported via social media: pain, nausea, sludge. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. New event "feeling sick, irritable bowel syndrome (ibs), gallbladder removed, benign liver cyst, inflammation, generalized anxiety" were added. Reporter information added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.